Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per dealer, patient has broken both brackets on his seat back and the left side clamp.